Event description:
It was reported that the tip of the filiform "curls up" when the doctor attempts to introduce the filiform into the pt, thus preventing insertion. A different size filiform was then employed without difficulty.